Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet user experienced a discordant glucose reading where the pump displayed 45 mg/dl while a contemporaneous fingerstick measured 198 mg/dl, followed by treatment with soda and candy that was believed to contribute to subsequent hyperglycemia up to 500 mg/dl; the user noted sleeping on their back with the cgm on the back of the arm possibly causing a compression low, changed the infusion set and sensor, used a flex infusion set, and calibrated with the glucometer, and later reported a stomachache. Symptoms included hyperglycemia. Outcomes included an effect that could not be categorized with an available impact term. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings and insufficient information to identify a device problem or a specific component issue. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.